Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. On (B)(6) 2012 at 130pm, the patient reported obtaining a blood glucose result in the "low 200 mg/dl" with the subject meter. The patient manages his diabetes with insulin and oral medications (types/ amounts not specified). The patient denied taking any action due to the alleged result. About 30 minutes after the alleged issue, while the patient was driving, the patient claims he felt symptoms of shaky, sweaty and confused. The patient was reportedly advised to pull the car over to the side of the road. Emergency medical services (ems) was contacted. The patient's blood glucose was reportedly tested on the ems meter. Results from the ems meter were not specified; however, alleged the patient's blood glucose read low. The patient was administered intravenous (IV) fluids as treatment and was taken to the hospital. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have testing supplies to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.